Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pca over-infusion event could not be replicated during testing, however event log review found the user selected a 60 ml monoject syringe during the event day instead of a bd 50ml syringe. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. Selecting an incorrect syringe may cause an under infusion or over infusion to the patient. The alaris system user manual v12.3.2 states not to use a device with any damage. Send it to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use, use of a damaged device can result in patient harm. Failure to perform device inspections can result in improper device operation. Laboratory test results showed that during pca module volume detection accuracy test, the measured volume was within +/-2% of the actual volume. According to srd-1445, this result meets the requirements for syringe volume accuracy. The pca module was programmed to infuse with the bd 50 ml syringe loaded. The syringe was intentionally placed higher than usual (above the normal location at the wiper assembly level) to observe the module behavior under this condition. The infusion was successfully initiated without any issues. Since the wiper assembly could not be used as a reference point, this broken part led to an incorrect vtbi reading due to incorrect syringe positioning, which ultimately resulted in more volume being available in the syringe. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pca module. Asm was used to evaluate the source pca module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. Event log review showed on (B)(6) 2025 at 10:04 pm the suspect pca module was attached to the concomitant pcu as channel b. An infusion of hydromorphone drug (drug ID = (B)(6)) was programmed as pca dose only with the option of 60 mg in 30 ml, the selected syringe was recorded as monoject 60 ml with a volume of 23.28 ml. Between 10:18 pm to 11:46 pm, four (4) pca dose requests were completed successfully with rate of 100ml/h and vtbi of 0.25ml. During (B)(6) 2025 several pca dose requests were made with the same programmed drug. The initial primary volume infused (pvi) of (B)(6) 2025, was noted as 94.5347ml (accumulated from previous infusions). Between 1:36 am to 2:11 pm the user made seventy-two (72) key pca dose requests with rate of 100 ml/h and vtbi of 0.25ml, twenty (20) of them were successful dose requests and fifty-two (52) invalid dose requests. At 2:26 pm user programmed a new infusion with the same drug as pca only, with pca dose of 0.4 mg, by 2:44 pm three (3) pca dose requests were made, with rate of 100 ml/h and vtbi of 0.2ml, only two (2) were successful. Between 3:05 pm to 11:06 pm sixty-five (65) key pca dose requests were made, twelve (13) of them successful dose request, fifty-one (52) invalid dose request, right after the device was turned off. The final pvi was recorded 102.535ml, there is no record of further infusion during the reported event day. The total primary volume infused recorded was calculated to be 8 ml. This value was obtained by subtracting the pvi when the infusion was initially programmed 94.5347ml to the pvi when the suspect pca module was channeled off 102.535ml. No further infusions were noted on this day. There is no record of a bd 50 ml syringe selection, during the event day the user selected the 60 ml monoject syringe for all the recorded infusions. The user manual also notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use the smallest syringe size possible to deliver the fluid or medication. Use the prime set with syringe feature in the channel options menu, when starting an infusion or changing the syringe and tubing, especially when infusing at low flow rates or delivering loading boluses, to decrease pump mechanical slack. Failure to do so can delay the infusion delivery startup time and lead to delivery inaccuracies. Use compatible components that have the smallest internal volume or dead space to minimize the residual volumes between the syringe and the patient. Note to repair center: device was opened for investigation, please re-torque all screws. Please replace the drivetrain assembly as it was damaged during investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported pca over-infusion event was not able to be determined; however, it is possible that the issue is due to an incorrect syringe selection. The event log review found the user selected a 60 ml monoject syringe during the event day instead of a bd 50ml syringe. Selecting an incorrect syringe may result in an over or under infusion condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump module was involved in an over infusion. The date of event was (B)(6) 2025 and it was mentioned that the device IV set was found empty using a "bd 50ml." There was patient involvement but no harm.